Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed; the tip seal on the distal electrode of the lead showed evidence of blood ingression, and the overlay tubing of the lead was observed to have blood ingression.

Event description:
It was reported that the lead was attempted at implant but was unsuitable due to patient anatomy. The lead was also past its use-by -date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.